Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision single-chamber washer/disinfector. The technician found no issues with the function or operation of the unit and the reported event could not be duplicated. No repairs were required. The employee subject of the reported event should not have pushed the rack into the unit's chamber after observing the obstruction. The operator manual states, "if an obstruction is present in the chamber door, obstruction sensor will detect obstruction and door will not close. Wait until water flow has stopped before removing an obstruction." "Chamber doors are equipped with an obstruction sensor that detects any door obstruction. If an obstruction is present, door automatically opens." The technician counseled the employee on the importance of following proper procedures for removing obstructions from the washer. The reliance vision single-chamber washer/disinfector was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an employee observed an obstructed rack under the door of their reliance vision single-chamber washer/disinfector and proceeded to push the rack into the chamber. When the obstruction was removed, the unit's door lowered and contacted the employee's arm. The employee went to the facility's emergency room and received an x-ray. The user facility did not disclose further medical information.